Manufacturer narrative:
The device was returned to olympus. Upon inspection and testing of the returned device, the customer's allegation was not confirmed. During evaluation the following were identified: leak at cable unit; due to a cut cable unit depressed. The investigation is ongoing. Therefore, the root cause of the device problem cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, that the camera cable of the camera head was defective. The issue was found during manual disinfection of the camera. During evaluation of the device, due to water leak in cable unit; noise occurs, and no image was displayed. This MDR is being submitted to capture the reportable malfunction found during the device evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the that the image noise occurred due to communication failure caused by cable failure. The cable failure most likely resulted from water ingress as the cable covering was broken. However, a definitive root cause cannot be estabalished. The event can be prevented by following the instructions for use which states: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.